Event description:
The surgeon was drilling a whole with a twist drill along with the 8-hole straight plate, it was the last screw hole and the shaft of the twist drill snapped off from the drill part.

Manufacturer narrative:
The product was not returned for investigations. Based on the available information the root cause for the reportable event could not be determined. There were no indications found for any material or manufacturing related issue.